Event description:
It was reported that the user, during a self-performed infusion set and cartridge supply change, inadvertently filled the infusion tubing with insulin while still connected to the ilet, observed a rapid glucose decline, and contacted emergency services. Responders found blood glucose at 140 mg/dl, no intervention was required. Troubleshooting and education on correct supply change were completed. Symptoms included perceived rapid glucose fall without clinical manifestations. Outcomes included no injury, no hospitalization, and glucose remaining within range after ingestion of crackers and juice. Investigation included customer care review, user interview, and procedural education referencing the supply change walkthrough. Investigation of this case revealed user handling error during the supply change while connected to the infusion set, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during use.